Event description:
It was reported that a customer implanted a preloaded intraocular lens (iol) but the trailing haptic was amputated upon implant. The customer left the lens in the eye and patient is complaining of a arc in their vision, nasally. The iol remains implanted. There is a planned explant scheduled for (B)(6) 2021. No other information was provided.

Manufacturer narrative:
Weight: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. Email address: unknown/not provided. Other: the device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: 2/28/2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half, with one haptic detached. No further issues were observed with the lens. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: information received that explant had occurred. But no other information was provided with it. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.